Event description:
A thermostat failure caused sump water to overheat and evaporate. Steam was escaping from both doors when operator went to open door. The operator suffered from 2nd degree burn to right arm. The operator informed supervisor of washer malfunction. The supervisor then opened door and suffered 1st degree burns to face and knuckles.